Manufacturer narrative:
The insulin pump passed displacement test and self test. No blank display noted during testing. The insulin pump was functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was 206 mg/dl at the time of the incident. The customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. The customer stated that they changed battery three times, display was still blank. It was reported that the display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.